Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has been returned; however, the device analysis has not been completed at this time and the access port connector has not yet been identified. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follow: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Received a lap band system in the device analysis lab without information. Follow up findings: allergan device analysis received additional information, through a pfn (product field note) noting the event that caused additional treatment as a "leak in system - found to be in band."